Manufacturer narrative:
Batch review performed on 16.mar.2021: lot 186966: (B)(4) items manufactured and released on 19-oct-2018. Expiration date: 2023-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 1901937. Batch review performed on 16.mar.2021: lot 1901937: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 1 year and 5 months after the primary surgery reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner and added a sleeve. The surgery was completed successfully. The surgeon noticed that the patient's leg was a bit short in length compared to his other leg, so he decided to upsize the head during the revision to give the patient more length in his leg.